Event description:
A customer called baxter corporate product surveillance to report a clearlink secondary medication set in which a no flow occurred. According to the report, the nurse primed the bag, connected it to the primary set, and started the infusion of levaquin. She stated that when she came back to the room, it appeared that none of the medication actually infused and nothing was dripping. The flow rate was set at 100 ml/hr on the spectrum pump. The pump stated that it infused all but 21 cc's of medication out of the 100cc bag. The nurse claimed that none of the medication seemed to have infused. The pump did not stop at any point to indicate a lack of a flow. The event occurred during patient use. There was patient involvement but no reported injury, medical intervention, or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.